Event description:
Percutaneous coronary intervention. Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. A first imaging catheter was used to scan a coronary artery. A 90 degree-size wedge of the transverse ivus image was observed to be missing during the scan. A second catheter was tried and a missing wedge of the transverse ivus image was again observed during the scan. A different brand of ivus imaging catheter was then used to scan the vessel. A dissection of the vessel was observed during scanning and a stent was deployed to treat it. While the nirs-ivus catheter was not deemed to be the direct cause of patient harm, failure of the ivus imaging with the nirs-ivus catheter complicated the procedure and may have contributed to user error.